Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. The customer stated the cartridge still had approximately 200 units left. The customer's blood glucose (bg) level was 409 (mg/dl). Insulin via the pump was delivered to address bg level. In addition, the customer reported during the load process the insulin exiting the patient line was significantly less than normally seen. The customer was able to reload the cartridge onto the pump and received an accurate fill estimate.